Manufacturer narrative:
A visual examination of the returned device found no abnormalities and the device was within specifications. Similarly, the returned unit was functionally tested and it performed according to specifications. The condition of the returned incident device was not consistent with the complaint; clevis bent. The most probable root cause could not be confirmed as the returned device was within manufacturing specifications. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was used during an egd (esophagogastroduodenoscopy) procedure. According to the complainant, it was noticed that the clevis was bent prior to use. The procedure was completed with this radial jaw 3 single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was used during an egd (esophagogastroduodenoscopy) procedure. According to the complainant, it was noticed that the clevis was bent prior to use. The procedure was completed with this radial jaw 3 single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.